Event description:
As part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage. It was reported the c10-3v transducer had a hole in the lens and metal was exposed. This transducer was associated with an epiq 7g ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer confirmed the reported issue and replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The suspect transducer could not be obtained for further failure analysis. No further information is available.